Manufacturer narrative:
Date device returned to manufacturer is unknown. The investigation date was used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had a fly in the gel. No report of injury or medical intervention. No report of blood exposure to mucous membrane.